Event description:
New information received notes that the patient was stable during and post procedure.

Event description:
New information received notes that the rv lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing capture threshold of right ventricular lead was doubled since implant and r-waves were diminishing. The cause of electrical issues was not determined. The patient was scheduled for lead revision procedure. During procedure, physician was unable to reposition the lead because helix could not be extended or retracted. The physician elected to leave the rv lead in place. Patient will be scheduled for another procedure. The patient was stable and asymptomatic throughout.